Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm episodes showed artefacts on the atrial and right ventricular channel leading to oversensing. In addition the episode list shows charging of the device on six occasions. The pacing impedance trend curve with measurements from (B)(6) to (B)(6) 2019 showed that the impedance values were initially around 550 ohms with an decrease to 200 ohms at the end of (B)(6) 2019. The sensing amplitude showed initial values between 10mv and 19mv with a decrease to values between 6mv and 13mv starting at the end of august 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 27 months, oversensing with inappropriate therapies in iegms was reported.